Event description:
Journal reference: patel et al. "Magnetic resonance imaging-directed method for functional neurosurgery using implantable guide tubes." Neurosurgery 2007; 61(5, suppl.2): 358-366. The article discusses an MRI-based stereotatic technique that is carried out under general anesthesia. A direct targeting method using high resolution MRI with an implantable guide tube that facilitates perioperative verification of target localization and then acts as a conduit to deliver the dbs lead. The technique with the guide tube is described along with an evaluation of its use on 101 pts. A number of complications were included in the article. The guide tube and frame were not manufactured by medtronic. One pt developed dysphagia for 3 months as a consequence of mistargeting secondary to an error in frame relocation, with both initial guide tubes and stylettes implanted into the thalami bilaterally. Treatment and outcome info was not provided.

Manufacturer narrative:
Note: it was not clear if the dbs lead was a factor in the event.